Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft3429 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "at the first dressing, after 48h from the placement, during the infusion of normal saline for flushing, clinician had a doubt of functionality and integrity of the PICC. During flushing normal saline come back from the exit site. After PICC removal and inspection, the clinician found at 3 cm a hole on the catheter. Pt needed a PICC re-placement to continue therapy."